Event description:
It was reported that the first pump ¿stopped working.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, lot # b006112n49, implanted: (B)(6) 2004, product type catheter. (B)(4).